Manufacturer narrative:
Device analysis report attached. This report is submitted on november 01, 2021.

Manufacturer narrative:
This report is submitted on oct 12, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to poor device performance from activation. There are no plans to reimplant the patient with a new device as of the date of this report.